Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump alarmed saying the motor arm cannot communicate with the main arm and pump detected unexpected movement in hall sensor counts. The patient¿s blood glucose level was 12 mmol/l at the time of the incident. Reportedly, pump was not rewinding. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Pump error 38 alarm during the rewind test due to corroded motor home switch. No pump error 43 alarm or pump error 130 alarm during testing.